Manufacturer narrative:
A review of the manufacture records for this device could not be reviewed because the lot number was not available. Additional information has been requested. Should it become available a supplemental report will be submitted. Cine image of the stents was received.

Event description:
The physician reported that 2 visi-pro stents previously placed in the renals had fractured. A portion of one of the stents embolized to the popliteal artery. Evaluation of a single cine image found two stents deployed within the renal arteries. There was also one stent (unknown make and model) deployed in the abdominal aorta with its proximal edge approximately even with renal arteries. Both renal stents appeared fractured. One stent was missing the proximal end of the stent while the other stent was fractured but was held in the aorta by the noted aorta stent. Please reference MDR 2183870-2013-00257 for the other visi-pro referenced in this report.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.